Event description:
According to the reporter, during the robotic laparoscopic sleeve gastrectomy, on firing the powered stapler, on the first load, there was an odd crunching sound, so it was pulled out and checked and went back at it again. As when the user started to fire, there was a crunched sound again and the reload jerks, and articulated all the way to the right on its own and then neutral. The jaws of the device locked on tissue and was removed by using a manual retraction tool. A new stapler was then used to resolve the issue and finished the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell, (lot #unknown) sigadaptxl, sig power sigadaptxl linear xl adapter, (serial #23acj0531) sigphandle, sig power sigphandle handle, (serial #c19aac0636) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was received attached to the returned adapter. The reload was partially fired. The jaws of the reload were slightly open. Staple pushers were visible at the 4cm cut line. The proximal end of the reload adapter was broken. It was reported that there was an articulating or straightening during firing and the instrument locked on tissue. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.